Manufacturer narrative:
Correction: h11: field should be: no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found during analysis; a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or features of the heart. Correction: d4: primary unique device identification (UDI) number should have been (B)(4) rather than (B)(4) as submitted in initial report submitted on (B)(6) 2026.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.